Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests and bench testing. Analysis found the upper case, lower case, and ring cover are broken. Side bail covers are broken and missing. Battery contacts are compressed. One side bail and ring are missing. (B)(4).

Event description:
It was reported the device failed ventricular sensitivity test. It was also reported there was an error. The device was returned for repair. No patient involvement or complications were reported.